Event description:
Additional information received indicate the patient received a head and liner revision due to adverse reaction to metal debris (armd). Upon entering the joint: the surgeon encountered a large grey-colored effusion under pressure. There was a periarticular rind of necrotic tissue that was thoroughly debrided. There was extensive corrosion on the stem trunnion and taper of the head. There was acetabular and femoral osteolysis. The cup was well-fixed and retained. The stem was well-fixed so the surgeon decided to aggressively clean the trunnion and retain the stem. There was no reported product problem with the revised liner. The patient was revised with depuy products and the procedure was completed without complications.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2020-04635. 1818910-2020-08076 is being retracted as it is a report duplication. 1818910-2020-04635 will be kept for investigational purposes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right total hip to address adverse local tissue reaction. Date of implantation: (B)(6) 2005, date of revision: (B)(6) 2020, (right hip). Treatment: metal femoral head and metal acetabular liner revised.